Event description:
It has been reported to philips that the system shut down and was not restarting. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order. Codes were updated based on the investigation outcome. Health impact grid was corrected.